Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical product: 2 stryker 2.5 mm headless screws. Concomitant medical products: therapy date: (B)(6) 2019. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs) assembly. The patient is treating her left foot with the device. The patient reported that she is always in pain but when she treats with the bhs she experiences severe pain and a shocking sensation. The patient states that the severe pain starts after treating for a couple of hours. The severe pain goes away half an hour after removing the device. The patient rated the pain as a 10, on a scale of 1 to 10, with 10 being the highest. The patient's doctor was advised and the patient was switched to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs) assembly. The patient is treating her left foot with the device. The patient reported that she is always in pain but when she treats with the bhs she experiences severe pain and a shocking sensation. The patient states that the severe pain starts after treating for a couple of hours. The severe pain goes away half an hour after removing the device. The patient rated the pain as a 10, on a scale of 1 to 10, with 10 being the highest. The patient's doctor was advised and the patient was switched to a different device for treatment. It was reported that no further information is available.